Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface. DHR review was done, no issues related to the original complaint were found. However for the secondary issue of the rotary flow valve not staying at the minimum and maximum stops was within the date range established by ncr-000551 and CAPA-000834.

Event description:
It was reported that the device has some damage on the right side, needs that checked and battery/alarm components and pm.